Event description:
Revision surgery occurred for patient with a unicondylar knee implant. Patient was revised to a tkr.

Manufacturer narrative:
Revision surgery occurred for patient with a unicondylar knee implant. Patient was revised to a tkr. Review of the device history record indicates that the device was manufactured to specification.